Event description:
As initially reported to customer relations via phone conversation: a female patient of unspecified age underwent an ercp procedure in which the evolution biliary controlled-release stent, g23128, was used. The doctor advanced in with the delivery system, saw the marker outside of the ampulla and the nurse started deployment. Once got to the point of no return the physician says to deploy but no stent in ampulla. Per fluoroscopy the stent deployed above the stricture (physician stated it didn't look like at 10x6 stent). The doctor tried to recapture which was unsuccessful as the string came off of the stent. A boston scientific 10x6 stent was placed. The physician then tried an extraction balloon to pull the evolution stent down which was also unsuccessful. The patient was scheduled on (B)(6) or (B)(6) 2022 for the removal of the mass on the pancreas and will remove the evolution stent. Did any unintended section of the device remain inside the patient¿s body? If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? Did the patient require any additional procedures due to this occurrence? If yes, please describe. Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. 2.0 rpn prefix: evo. General questions: at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement. What endoscope type and channel size was used? Olympus tjf 180; 3.2 channel . What was the position of the elevator? Open . Details of the wire guide used (diameter, type, make)? Acrobat 2, 260. Was the zip port facing upwards and slightly curved when backloading the wire guide? Not informed. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Distal bile duct. How long was the stent in the patient by the time this complaint occurred? This was initial deployment. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? Not informed. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? Yes- see event description. What intervention (if any) was required? See event description. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? See event description. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Should the difficulty involve a stricture, request the following: what was the length and diameter of the stricture? Length 3cm, diameter not informed but was a tight stricture. Where was the stricture located in the body? Distal bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No . Was the stricture dilated before stent placement? No. Should the difficulty occur during stent placement, request the following: did the product fail during stent deployment or recapture? Deployment. If other, please specify. Was the directional button pressed during use? Yes at end to recapture . Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Yes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the lab evaluation completed on 30-may-2022. Visual inspection :lockwire returned separately , introducer exposed on return. No stent returned. Functional inspection : handle actuating fine for deployment and recapture. Additional information received on 01-jun-2022: an .035 acrobat 2 260 length wire was used.

Manufacturer narrative:
Device evaluation: the 01x evo-10-11-6-b device of lot number c1757333 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The following were also raised in response to this complaint: ¿ (B)(4): user error ¿ removal of stent after deployment / MDR ref#3001845648-2023-00334 the device related to this occurrence underwent a laboratory evaluation on the 12 may 2022. On evaluation of the device, the following was observed: visual inspection: ¿ lockwire returned separately. ¿ introducer exposed on return. ¿ no stent returned. Functional inspection: ¿ handle actuating fine for deployment and recapture. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. From the work order, there is no indication that the incorrect stent length was used during manufacturing." Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0056) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0056) states the following: ¿this metal biliary stent is not intended to be repositioned or removed after stent placement and is considered a permanent implant¿. As per the description of events ¿the patient was scheduled on (B)(6) 2022 for the removal of the mass on the pancreas and will remove the evolution stent.¿. As the stent was removed from the patient, this has been deemed use-error. As the deployment difficulties were unrelated to the user-error, (B)(4) has been opened to capture the removal of the stent post-deployment. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer the impression from the image review is as follows: 1. The complaint of a shorter than 6cm evo stent in a 6cm package is not confirmed. The stent appeared shorter because it was severely concertinaed above the target stricture. Because it measured 39mm in the concertinaed state, it could not have been a 4cm stent. 2. The complaint of inability to grasp or balloon reposition the stent is confirmed. The stent would have been embedded in the stricture¿s superior end. This would have buried the stent end and blocked attempts at balloon repositioning root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the tip being advanced beyond the stricture to pull it back proximally into position for deployment. If the delivery system was stuck and compressed across the tight stricture, maybe is stretched rather than moving proximally, causing the stent to deploy above the stricture, with difficulty. As per the description of event, the user attempted to recapture the stent was fully deployed above the stricture and the safety wire had been removed, thus causing the user was unable to re-capture the stent. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did/did not experience any adverse effects due to this occurrence. As per the description of event, the patient was scheduled to have the device removed during a pancreatic mass removal procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-jan-2024.